Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the subject device was not returned, the reported event could not be confirmed, and a definitive root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that, the lcd (liquid crystal display) exhibited loss of signal in the middle and at the end of the procedure. The issue occurred several times over the span of 1+ weeks in both screening and diagnostic egds (esophagogastroduodenoscopy) and colonoscopies. The monitor would simply go black. The procedure room staff would unplug the monitor and wait a few seconds before plugging and allow the monitor to boot back up, in order to complete the procedure. The procedure and anesthesia were prolonged by a few minutes, each and were completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.